Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose which they believe was due in part to the recalled infusion sets. The customer's blood glucose was unknown at the time of the incident. The customer stated they would call back once they found the hospital paperwork, which had more details on the incident. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.